Event description:
(B)(4). Event occurred in the united states. The patient reported having an issue with infusion sets that disconnected at the quick release and the infusion set was dangling and didn't remain connected. The patient reported an issue with the connector. Due to this, the patient experienced high blood glucose level reported to be over 400 mg/dl, which he treated with a pump. The patient had changed it before dinner. No further information available.